Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 424 mg/l. Customer stated that she forgot to bolus and needs assistance on doing bolus wizard customer does not want troubleshooting for high blood glucose because she knows that she just did not bolus after she eat. It was unknown that auto mode was used or not. The insulin pump will not be returned for analysis.